Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered automated impella controller (aic) issues: pump stop and shutdown issue. It was reported that the patient was having a central line placed and about 20 minutes later the impella console started alarming that the motor current was high and then the pump stopped. Multiple attempts were made to restart the console and an attempt for console exchange was made but pump would not restart. The pump was removed. This complaint is associated with the third pump (impella cp), please see pc-001975753 for the first pump (cp) and pc-001961913 for the second pump (5.5).